Event description:
A pt reportedly "coded because of excess morphine" while the device was in use. Customer reports that the pump was infusing morphine sulfate 1mg/ml, 1-3mg pt controlled analgesia dose, pt lockout of 15 minutes, 4 hour limit not specified and a continuous infusion rate of 1 mg/h. The pump, which had been unplugged, gave a low battery alarm and totally shut down which resulted in loss of the history. The pump was plugged in and restarted. It had to be totally reprogrammed. In reprogramming the pump, the user did not take into account the amount of morphine that had previously delivered. Due to the reprogramming and loss of history, the customer reports that 8mg of morphine more than the prescription allowed was delivered to the pt. The pt's pulse oximeter reportedly dropped to 30-40% and she became apneic. She was "bagged" and rec'd a total of 5amps of narcan. After responding to the narcan she was placed on oxygen at 4l per nasal cannula/ she was subsequently discharged without further incident. Customer report source is aware that when the pump history is lost due to power failure, all data is lost. No additional info was available.